Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. This report is filed on july 27, 2016. H3 other text : device not returned to manufacturer.

Event description:
Per the clinic, the patient underwent revision surgery due to migration of the electrode array into the middle ear, however the decision was made to explant the device; subsequently the device was explanted on (B)(6) 2016 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on september 13, 2016. Registration number 3009092818 and exemption number e2016011. (B)(4).

Manufacturer narrative:
Correction: there was no migration of the electrode array into the middle ear, as previously reported. The device was inadvertently placed in the middle ear during initial implantation. This report is submitted on december 02, 2016 by cochlear limited on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011.